Event description:
It was reported that hemolysis was observed when drawing through a PICC line through the one-link needle free IV connector valve. There was no report of patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A customer follow-up provided additional informaiton. The customer stated she not alleging any defects against the product. Customer stated that when she pulled blood through the valve, it hemolyzed.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.